Event description:
Account said that casters were not holding in brake mode. He replaced brake/steer caster, stiffener placed and brake block bearings, and the bed is working fine. Account said that no one was injured by this bed, and the bed in the hallway when he found this issue.